Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had channels blocked. Inspection and testing of the returned device found black debris protruding from the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found blockage in the outlet pipe and in the air/water channel, the water flow/removal was out of specifications, and the electrical safety test was not to specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the user¿s pre-use inspection may have deviated from instructions for use (IFU) however, the root cause of the reported event is unable to be determined. The cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: operation manual_ preparation and inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. ·operation manual_ inspection of the endoscopic system - inspection of the air-feeding function and - inspection of the objective lens cleaning function). Olympus will continue to monitor field performance for this device.